Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, failure to achieve hemostasis was possibly due to a poor vessel capture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide was used to achieve hemostasis; however, there was still bleeding. A femostop was then used to achieve hemostasis. The patient was stable and was transferred to the unit. As the patient started having ventricular tachycardia (v-tach), bradycardia, and low blood pressure (bp), they were brought back to the lab to make sure the newly placed coronary stent was still patent and to confirm there was not a retroperitoneal bleed (these were their original concerns). During the second heart catheterization, it was confirmed that the stent was patent, there was no bleed and that the patient had a vagal response. When they checked the access site where the proglides had been deployed, there was no bleeding noted and therefore the physician confirmed that the vessel closure was successful. The physician spoke about the patient's full bladder and enlarged prostate and a link between the possibility of it being the cause for the vagal response. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.